Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that the clinician recalls hearing of an over infusion of heparin at a different hospital. This was reported to manufacturer representatives during site visit. No further information is available. No additional event details were known. There was patient involvement but no harm was reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinician recalls hearing of an over infusion of heparin at a different hospital. This was reported to manufacturer representatives during site visit. No further information is available available. No additional event details were known. There was patient involvement but no harm was reported.